Manufacturer narrative:
(B)(4). Product returned evaluated with no defect found. Most likely underlying root cause: user's test strip had poor storage.

Event description:
Customer complains of hi results. Customer states that he feels well and requires no medical attention. The customer's expected blood results are 80-100mg/dl fasting. Verified the strips expired 7/31/2018. Customer confirms the strips have been stored in the kitchen and were first opened (B)(6) 2015. Reviewed meter memory (B)(6). Memory concerns:the customer is concerned about the result of hi that he has received on (B)(6) 2015 at 7:26 pm.